Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. This device operated appropriately throughout all testing. Detailed analysis suggests clinical observations are a known medical risk.

Event description:
It was reported that the scab over the incision site came loose and the insertable cardiac monitor (icm) device was sticking out of the skin of the patient. The patient went to the emergency room (ER). At the ER the icm device was explanted. No other devices have been implanted at this time. The icm device is expected to be returned to boston scientific. No additional adverse patient effects were reported. Device has been returned and analysis performed.

Event description:
It was reported that the scab over the incision site came loose and the insertable cardiac monitor (icm) device was sticking out of the skin of the patient. The patient went to the emergency room (ER). At the ER the icm device was explanted. No other devices have been implanted at this time. The icm device is expected to be returned to boston scientific. No additional adverse patient effects were reported.